Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 3. The patient's ultrafiltration reading was 4757ml, indicating the home patient (hp) drained 4757ml more than their programmed fill volume of 2700ml. This information gave a total drain volume of 7457mls, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of over-delivery